Manufacturer narrative:
B)(4). The console will not be returned for eval.

Event description:
It was reported the catheter was being placed into the pt's right arm. The clinician had an external appeared on the vps and when advancing the catheter further, the orange symbol appeared. Catheter was left at 31cm and a chest x-ray indicated, it was 5cm short of the distal svc-caj. The catheter was advanced per the radiologist request 5cm. They do not know if this caused a delay in treatment and there was no pt death or complications reported. It was noted the ECG calibration was successful and a preloaded 5fr, 50cm, dual lumen arrow kit was used.